Event description:
Surgeon was using the harmonic curved shears during a robotic-assisted laparoscopic radical prostatectomy with preservation of the vascular bundles on both sides when the movable cutting tip broke. The tip was retrieved and removed.